Event description:
It was reported that the system 9600 would not initialize and displayed a temperature sensor and charger failed error. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction of charger error was verified. Discovered loose wire at battery charger. Repaired connection and problem was resolved. Checked integrity of temp sensor wiring. Temp sensor error could not be duplicated. The sys was tested and found to be working as intended and placed back into service.